Event description:
Received information stating customer received multiple messages indicating that the cartridge required a minimum of 50 units. Reportedly, the customer filled the cartridge with 50 additional units of insulin multiple times, and continued to received the same message. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.